Manufacturer narrative:
Date of event is estimated. Date of explant estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy following a motor vehicle accident. Reportedly, the lead had fractured. As a result, surgical intervention was undertaken in 2017 wherein the lead was explanted.